Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was found that the tip of microcatheter was out of an during use and after detachment.

Manufacturer narrative:
The device has not been received. Attempts to gather additional event details have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coils delivery system had problems, therefore, the systems will be returned for analysis. A prime frame 4-12 coil was used as a framing. The device was preparation was performed as IFU. It was found that the tip of microcatheter was out of an during use (it was not sure if it was during use). At that time, blood pressure increased greatly. After that, after embolizing with prime 2-2, 1.5-4, the issue of bleeding was alleviated, and the vital signs were stable. All three coils were implanted. During cerebral embolization procedure of internal carotid aneurysm, the patient was reported to have been harmed. The procedure required additional treatment. The surgical time was extended by more than 30 min. The patient anatomy was reported to have moderate in tortuosity. The vessel diameter was reported to have been medium. The aneurysm size was 4mm. The part fell into the patient's cavity and could not be retrieved. Ancillary device - headway 17.